Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set would not prime. The reporter stated that a non-baxter prefilled saline syringe was attached to the set and the connection was secure; however, fluid could not be pushed into the set. The reporter further stated that the syringe flowed normally when not attached to the set. There was no patient involvement. No additional information is available.